Event description:
It was reported that suture placement in the "not heavily" calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the sutures were deployed, the sutures broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. A hematoma was developing. Hemostasis was achieved with the two proglide sutures and additional manual compression. Manual compression was also used to treat the hematoma. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as a result of the hematoma. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the "not heavily" calcified right common femoral artery was attempted with three proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the sutures were deployed, the sutures broke. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the evar procedure was completed. A hematoma was developing. Hemostasis was achieved with the two proglide sutures and additional manual compression. Manual compression was also used to treat the hematoma. There was a reported clinically significant delay in the procedure and hospitalization was prolonged as a result of the hematoma. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records could not be conducted because the lot number was not provided. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide devices referenced are filed under separate medwatch report numbers.